Event description:
An optometrist reported that one month following bilateral photorefractive keratectomy (prk) the patient presented with trace corneal haze in the right eye. The steroid drops were increased to treat the event. The patient reported a decrease in reading vision. The patient was advised to use eyeglasses for near vision. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no sample is expected to be returned for evaluation. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).